Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect and the windows time service was disabled. The technical support specialist (tss) corrected the station time, enabled and started the windows time service, and verified that the station was communicating with the server. The order settings were checked and confirmed to be correct. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an unable to pull the medication. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from different station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.